Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Three hours after an ivtm therapy was initiated, the thermogard ivtm system ((B)(4)) was displaying an error message mid: 09 (air trap assembly) due to the start-up kit (suk) air trap leak. The suk air trap cover was noted to be coming loose from the polycarbonate tubing. The suk and console were replaced to continue with therapy. No patient consequences reported.

Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site, the event log was reviewed and the data recorded a mid09 (air trap assembly) error message, confirming the reported event. Evaluation of the console found fluid / moisture on the airtrap sensor, this is consistent with the customer report of leak observed on the start-up kit (suk). It was indicated that the mid09 error message was displayed due to this observed issue. The root cause is due to the fluid ingress damaging the electrical circuitry of the airtrap block of the console. The mid09 error message was resolved after the airtrap sensor block was replaced. The console was functionally tested and passed all final testing criteria without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and no previous history of complaint was reported for the thermogard console with serial number (B)(4).